Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a tonsillectomy and vegetation procedure, evac 70 coblator ii was extremely hot and caused a burn on the patient. As the surgeon was vigilant, the incident only resulted in a slight whitening of the patient's soft palate with no post-operative consequences according to surgeon. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states as of the date of this medical investigation, supporting clinical documentation nor photos were provided for this review. The instructions for use does was warn, ¿avoid contact between suction line and patient as evacuated material could be heated, potentially resulting in patient burns.¿ the adverse event was likely procedure related and the device had no influence on the event. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned device shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. Bio debris is present. The device was out of the original packaging. No packaging returned. A functional evaluation showed the device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma and coagulation. No overheating was observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states as of the date of this medical investigation, supporting clinical documentation nor photos were provided for this review. The instructions for use does was warn, ¿avoid contact between suction line and patient as evacuated material could be heated, potentially resulting in patient burns.¿ the adverse event was likely procedure related and the device had no influence on the event. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include contact with metal objects while activating the wand. Based on this investigation, the need for corrective action is not indicated.